Event description:
It was reported that during a procedure to treat a highly stenosed lesion in the right internal carotid artery with percutaneous transluminal angioplasty, an accunet filter was placed. Reportedly, the lesion was very narrow and the physician decided to pre-dilate the lesion before opening the filter. A 2.0x20 rx mini trek balloon catheter was advanced without resistance for pre-dilatation; however, the balloon ruptured on the first inflation at 3 atmospheres. Reportedly, under fluoroscopy contrast was leaking from the balloon catheter. Although the cerebral artery was free of occlusions and emboli, the patient experienced a transient ischemic attack (tia), was not able to speak, and experienced a palsy of the left side of the body. The procedure was aborted without treating the target lesion. No medication was given to treat the tia; however, one hour post procedure, the patient started to speak again and the palsy resolved. All symptoms completely resolved in one hour and there was no reported adverse patient sequelae. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - incorrect anatomy. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states that the trek rx and mini trek rx coronary dilatation catheters are indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion. It is unknown if the use of the mini trek in the cerebral artery contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.